Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient had an anal mass removed and then had radiation therapy. The caller stated the patient had completed the radiation and had been into the office, and the programmer seemed to work appropriately and did not say a power on reset (por) or anything and they could adjust if they needed to, but the patient wasn't getting any benefit. The caller was not with the patient at the time of the call. The healthcare provider called the caller today to ask if there would be firmware updates on the programmer, and to see if there was something that wouldn't pop up like a power-on reset or if the device was radiated and they were missing it. The agent reviewed information about radiation therapy with the caller. The caller noted the doctor had even noted it may not be device related and may have been a radiated bladder, etc. Additional information was received from a manufacturer representative (rep) on (B)(6) 2026. The rep reported that the cause of not getting any benefit was not determined, it was unknown whether it was caused by electromagnetic interference (emi) and/or the radiated bladder. They reported that the physician interrogated the device and didn't see any messaging of por or malfunction, the physician called the rep, the rep called technical services (ts) and an in-person device check by the rep was recommended by ts. A message went to the physician, scheduler, and the rep that would be in that area next to schedule a time for a device check. The rep reported that at that time no date had been provided by the physician's scheduler. It was unknown whether the issue was resolved. They reported they were waiting to see if the device check would be scheduled by the physician's office.